Manufacturer narrative:
Cylinder had or damage. Cylinder had a wear hole in inner tube

Event description:
Device was removed from the pt and a malleable device implanted due to a "malfunctioning penile prosthesis."